Manufacturer narrative:
H4: device manufactured date: between january 28, 2021 to january 29, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak only at the spike port weld in back of the bag. Magnified inspection verified a tear/hole at the back side spike port weld of the bag that caused leakage. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter initial address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a fluid leakage. The issue was identified before use. There was no patient involvement. No additional information is available.